Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopy procedure, at the end of the procedure when removing the trocar, the surgeon noticed that some little yellow fragments from the trocar remained inside the patient body. The surgeon had to retrieve the pieces with a clamp; he had some difficulties because there were a lot of little fragments. The surgeon routinely gives antibiotics for laparoscopy. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # batch # m92e37. The analysis results found that the d5st device was returned with the tip of the obturator scratched. During the functional testing the bullet retracted permitting the exposure of the blade during the advancement through the skin test media and returned to safe position upon penetration; the bullet performed as intended without any anomalies noted. A possible cause for the damage at the tip of the obturator is contact with other sharp instruments during the surgical procedure. The scratches were found only at the zone of the obturator that protrudes from the sleeve when inserted though the trocar. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as what may have caused the reported incident. A batch record review was performed; a defect was found during the manufacturing of this batch but was not related to the event description.